Event description:
It was reported that telemetry monitoring was lost for 12 pts lasting approx 4 hours. The loss of monitoring was immediately detected. The network port was switched, the telemetry server was replaced, and the sys was reportedly functioning normally. There was no serious injury or death associated with this event, nor was medical intervention required. Alternate pt monitoring was not available in this instance. The loss of telemetry monitoring can effect multiple pts increasing the likelihood of serious injury or death should the problem recur during a critical pt event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.